Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: the black box showed no evidence of a short battery life. There was an unacknowledged 7 hour manual suspend observed on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked from the case seal up to the bumper grip. All current readings were within specification. Product analysis was unable to duplicate the short battery life complaint. The pump cover was removed for further investigation and no intermittent condition was found to the power printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery life was less than expected and that the low battery alarm occurred with 2 new lithium batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.